Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable and high-pressure alarm message after the pump started. Visual inspection and functional check were performed. Investigation unable to repeat the customer's reported problem. According to the investigation, no problem was found with the pump alarming "double beep no cassette" during investigation. However, the pump did not recognize when cassette latch. Investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.